Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had episodes classified as supra ventricular tachycardia (svt) and the physician believed to be ventricular tachycardia (vt). The clinician asked how to prevent this device from withholding for sinus tachycardia inappropriately in the future. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.